Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified left circumflex artery. After pre-dilation was performed with a 2.25x20 emerge balloon catheter, a 2.75 x 20 synergy¿ drug-eluting stent was advanced but was unable to cross the lesion. Dilation was performed again using a 2.75 non-bsc balloon catheter, and the device was advanced again, but still, it was unable to cross the lesion. A non-bsc guide extension catheter was then used; however, during insertion, resistance was felt at the exit port part. When the device was removed, it was then noted that the stent strut edge part was slightly deformed and lifted. The procedure was completed with a 2.5 x 20 synergy drug-eluting stent. No patient complications nor injuries were reported.